Event description:
It was reported that the t:slim x2 pump battery would not charge, although there was no power source alert in the pump history around the time the issue began. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.